Manufacturer narrative:
The device was not returned to olympus for evaluation. The root cause of the patient¿s outcome cannot be determined. The most likely cause for the reported event can be attributed to the use of insufficient hf energy and/or incorrect hf accessory connection. The instruction manual gives several warning to prevent unwanted bleeding: securely connect the hf instrument. Otherwise, insufficient output might occur during treatment and, in this case, mechanical tissue cutting by the hf instrument may occur and cause bleeding or perforation of the patient. The output power selected should be as low as possible for the intended purpose. Certain modes or accessories may present an unacceptable risk at low output power settings. For example, with the pulsecut fast mode or pulsecut slow mode, the risk of an excessive thermal effect rises if the output power setting is too low. It is recommended to do appropriate examinations before using on a human body. Inappropriate output can cause burns to the patient and / or user, patient bleeding and / or perforation.

Event description:
Olympus was informed that four out of seventeen patients presented to the user facility with moderate postoperative bleeding after undergoing a transurethral resection of the prostate (turp) procedures utilizing the trail generator and a plasma button electrode (model:unk). It was reported that the electrode was puffing on the surface of the tissue and that the generator had a hard time lighting up, even if the inflow was 50% and the saline was warm. The generator was noted to have had issues with cutting in a prior procedure. The patients were clinically treated. This is report 3 of 4.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported alleged malfunction as there was no failure detected and the device operated within specification. Based on the investigation findings the most likely cause for the reported event can be attributed to the improper function of an endotherapy device used during the procedure. The user facility did not disclose the manufacturer of the accessories used during the procedure or returned the accessories for evaluation.